Event description:
Boston scientific received information that the most recent shock delivered on the right ventricular (rv) lead and non-bsc device elicited a rv pacing impedance measurement of 2,320 ohms. Approximately eight months later, rv pacing impedance measurements were greater than 2,500 ohms. All other lead measurements were within acceptable limits and no noise was observed. It was later noted that the patient recently endured a ventricular tachycardia (vt) ablation procedure, where a burn site occurred near the tip of the rv lead. Scar tissue was suspected to have formed on the tip of the rv as a result. To date, no adverse patient effects were reported as a result of this clinical observation. No further information was available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.